Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting high shocking impedance measurements greater than 125 ohms. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient was brought in to the hospital for defibrillation threshold (dft) testing. The test was performed and successfully converted the patient to a normal sinus rhythm. The shock impedance of the test was within normal range. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.